Event description:
Ta30 stapling device misfired during an open anterior resection. Staple line was not successful, causing the colonic anastamosis at leak. Staples removed and a ta 45 was used instead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).